Event description:
It was reported that during a 7-year follow-up which occurred approximately 6 years and 11 months following a transcatheter aortic valve replacement procedure using the evolutpro-26 valve, moderate paravalvular aortic regurgitation and moderate total aortic prosthetic regurgitation were identified on transthoracic echocardiogram. No transvalvular aortic regurgitation was observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a 7-year follow-up which occurred approximately 6 years and 11 months following a transcatheter aortic valve replacement procedure using the evolutpro-26 valve, moderate paravalvular aortic regurgitation and moderate total aortic prosthetic regurgitation were identified on transthoracic echocardiogram. No transvalvular aortic regurgitation was observed. No patient complications were reported as a result of this event. Additional information received indicated that treatment or intervention was not performed at this time. Additional information received indicated that approximately 5 years and 9 months after the implant of the valve, the patient experienced chest pressure with similar symptoms that night. The patient was admitted to the hospital due to worsening heart failure (hf). The patient recovered multiple times but had to be readmitted to the hospital on multiple occasions. The hf was treated with medications including edoxaban tosilate hydrate, verquvo, carvedilol, trichlormethiazide, tolvaptan, amiodarone hydrochloride, sacubitril valsartan sodium hydrate, isosorbide dinitrate, furosemide, nitroglycerin, nnoradrenaline, carperitide, andnicorandil. It was reported that the cause of the heart failure was valvular insufficiency. Approximately 7 years and two months following the implant of the valve, it was explanted and replaced. Six days later the patient died a cardiac death from worsening heart failure. Per the physician, the event was related to the transcatheter aortic valve (tav). No autopsy was performed. Additional information received indicated that following the explant of the tav a non-medtronic surgical aortic valve (sav) was implanted.

Manufacturer narrative:
Updated data: b5 - added fourth paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1, b2, b3, d6b, d9, h1 - the event is now reportable for death. H2 - the valve has been returned for analysis; however, analysis has not yet been completed. Upon completion of analysis, a supplemental medwatch will be submitted. H6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a 7-year follow-up which occurred approximately 6 years and 11 months following a transcatheter aortic valve replacement procedure using the evolutpro-26 valve, moderate paravalvular aortic regurgitation and moderate total aortic prosthetic regurgitation were identified on transthoracic echocardiogram. No transvalvular aortic regurgitation was observed. No patient complications were reported as a result of this event. Additional information received indicated that treatment or intervention was not performed at this time. Additional information received indicated that approximately 5 years and 9 months after the implant of the valve, the patient experienced chest pressure with similar symptoms that night. The patient was admitted to the hospital due to worsening heart failure (hf). The patient recovered multiple times but had to be readmitted to the hospital on multiple occasions. The hf was treated with medications including edoxaban tosilate hydrate, verquvo, carvedilol, trichlormethiazide, tolvaptan, amiodarone hydrochloride, sacubitril valsartan sodium hydrate, isosorbide dinitrate, furosemide, nitroglycerin, nnoradrenaline, carperitide, andnicorandil. It was reported that the cause of the heart failure was valvular insufficiency. Approximately 7 years and two months following the implant of the valve, it was explanted and replaced. Six days later the patient died a cardiac death from worsening heart failure. Per the physician, the event was related to the transcatheter aortic valve (tav). No autopsy was performed.

Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, e1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that treatment or intervention was not performed at this time.